Event description:
A (B)(6) male pt contacted zoll customer support to report that after he changed his batteries, his monitor flashed red and then would not respond. The monitor will not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon eval, the monitor was found to have defective ram (components u100 and u101). The cause for the defective ram cannot be positively determined. No adverse event resulted from the defective ram. The pt received a replacement monitor.